Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low cartridge chemistries (cc) results generated by the unicel dxc 800 synchron clinical systems for multiple patients. The low results were generated for: cholesterol, ast, alt, tbil hdld, and alp. Actual results were not supplied. The results were not reported out of the lab. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
The customer was in a training session on their instrument and in the process of replacing the covers the trainer did not seat the covers correctly. Service and trainers were on-site and ensured the instrument had been returned to acceptable performance. Upon recur; pivotal chemistries could be affected. Erroneous results of a pivotal assay may contribute to serious injury to a patient.